Manufacturer narrative:
Batch review performed on 18 september 2018; lot 161786: (B)(4) items manufactured and released on 06 june 2016. Expiration date: 2021-05-19; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient knee for infection. Liner swap. The surgery was completed successfully.